Manufacturer narrative:
D4: UDI updated. H6: evaluation codes updated. Device evaluation: one sample was received without its original packaging. A visual inspection found that the writing on the pilot balloon was rubbing off. It is probable that the failure was caused by the customer due to cleaning. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a routine trache team rounding, it was noted that the pilot balloon writing wasn't clear and had rubbed off. The tracheostomy tube was changed. No patient injury or clinical affects was reported.